Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: item#: 88710100, dermatome an handpiece, serial#: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the hose was tagged from the operating room, stating that it was leaking. There was no patient involvement. Due diligence is complete.